Event description:
The manufacturer received information alleging a trilogy ev300 ventilator service required alarm occurred indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. There was no harm or injury reported. Philips is currently investigating this complaint; however, the device examination and repair has not yet been completed.